Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. He012xc) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("bleeding"), menorrhagia ("menorrhagia"), allergy to metals ("nickel sensitivity"), infection ("infection") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (laparoscopic cornual resection with removal of essure). At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, menorrhagia, allergy to metals, infection and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dysmenorrhoea, genital haemorrhage, infection, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure implants appeared to be correctly positioned. Lot number:he012xc manufacturing date:2016-08, expiration date:2019-08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. He012xc) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), infection ("infection"), autoimmune disorder ("autoimmune-like symptoms"), allergy to metals ("nickel sensitivity"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic cornual resection with removal of essure). At the time of the report, the pelvic pain, genital haemorrhage, infection, autoimmune disorder, allergy to metals, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dysmenorrhoea, genital haemorrhage, infection, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2017: essure implants appeared to be correctly positioned. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.